Event description:
With the use of a vl 450 and sr scale patient was being transferred from a chair to a bed. During transfer chair was removed from under patient and the sr scale broke causing patient to fall to the floor, with the hanger assembly hitting patient on the head and chest.

Manufacturer narrative:
Distributor arrived at facility to file report. The sr scale broke causing pt to fall to the floor. After investigation distributor checked over the vl 450 and found it to be in working order with no problems found. He would have put it back in service, but facility would not use the lift. Maintenance records were not made available to distributor at time of inspection. Co did not sell this sr scale. [See scanned pages]